Event description:
It was reported that a pt underwent a sling procedure in 2007. Immediately following the surgery, the pt developed continuous right-sided inguinal pain that increased with activity. The pt saw her family physician during 2008, who suspected an inguinal hernia and referred her to a general surgeon. The pt saw the general surgeon during the following month, who advised a cat scan. The cat scan was reportedly negative and he prescribed ibuprofen and gabapentin 300mg three times per day. The customer discontinued both medications as the ibuprofen upset her stomach and the gabapentin did not resolve the pain. Currently, the pt is taking extra strength tylenol for pain and has an appointment the next month with a gynecologist for further eval.

Manufacturer narrative:
Date sent to the FDA: 03/27/2008. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.